Manufacturer narrative:
(B)(4). Device repairs for implementation of field change order (B)(4).

Event description:
The customer reported restarts of the information center ix after trying to discharge a patient. The issue occurred after (B)(6) 2018. There was no patient incident.